Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm or frozen screen was noted. The pump had a cracked case near the display window corners, minor scratches on the lcd window, cracked reservoir tube lip, and broken battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error and the keypad was runresponsive. The blood glucose reading was 143 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).